Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture two days post implant. The pocket was reopened and the lead was successfully repositioned. No additional adverse patient effects were reported.